Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Within about four months of the patient¿s device changeout, it was reported that the patient presented to the clinic due to alert associated with rvtip-to-rvcoil oversensing that was initially addressed through reprogramming of the right ventricular (rv) lead. Later an in-office interrogation showed short v-vs and non-sustained episodes showing non-physiologic noise. There was also a lead integrity alert "had" triggered for the rv lead due to high rate non-sustained episodes and short sic (sensing integrity counter). Following sensing reprogramming no further observations with sensing could be observed. Then a couple days later the patient was standing in the waiting room and an audible alert began alerting. Patient came in-office and it was found that a rv defib impedance out-of-range alert triggered due to spurious impedance measurement greater than the clinician programmed limit. The clinician could not produce any further observations. The physician indicated that the plan is to continue to monitor the patient as the physician does not want to abandon the rv lead just yet. Therefore, the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indic ated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited elevated rv coil impedance, undefined rv coil impedance, and abnormal impedance fluctuations for both the rv coil and rvtip-to-rv coil measurements. No patient complications have been reported as a result of this event.